Manufacturer narrative:
Device was evaluated by third-party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center. There is no documentation of the evaluation, and the device was scrapped and replaced by a new one.